Event description:
It was reported that before a lap cholecystectomy procedure, the hook was loose from the shaft by connecting the instrument with the handpiece. No further info is available. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the blade was returned with the blade unscrewed from the blade assembly. No functional test could be performed. It could not be determined how the blade became unscrewed. The blade is tested 200% in manufacturing regarding this issue. Additionally, it was found that the device was received with the blade scratched and cracked. Due to the damage to the blade, this could have resulted in activation issues, emit a solid tone or displayed an instrument error code 5 on the generator. The identified blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have ben detected at this process. We have documented the circumstance as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.